Manufacturer narrative:
G5: additional PMA / 510(k)#: bk050036. E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® sst¿, a total of 19 tubes exhibited air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 10-oct-2025. Investigation summary: bd received 19 samples and 3 photographs for investigation. Upon visual inspection, all samples failed due to visible air bubbles in the gel. The photos provided by the customer also showed several tubes with visible air bubbles in the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel air bubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® sst¿, a total of 19 tubes exhibited air bubbles in the gel. No adverse impact was reported regarding the patient or user.